Manufacturer narrative:
After having released the smart control stent, the tip of the delivery system had separated. The tip was able to be retrieved with help of the guide wire. There was no reported patient injury. The target lesion was the epigastric artery and the procedure was being performed for placement of an isb side branch device from cook. The vessel was described as kinked. The product was properly inspected and prepped and no anomalies were noted. A contralateral approach was used. There was no difficulty accessing the lesion with a "rosen-wire". There was no difficulty tracking the stent delivery system over the wire to access the lesion. The sds was advanced through the lesion and the stent was successfully deployed. While removing the catheter from the patient there was some resistance felt and some excessive force used to pull the sds out over the wire at which time the tip of the sds separated and remained on the wire. One non sterile smart 10x80mm was received inside a plastic bag. Locking pin was not received. The unit was already deployed and the stent was not received. The wire lumen with the distal tip attached was received separated; the separation was detected at 2cm from proximal end. The wire lumen was kinked at 44, 52 and 105cm from distal end. An unknown guidewire and an outback (cordis product) were received. Blood residues were observed at the distal section of the inner member. During analysis the separated edge (wire lumen) was observed elongated and it was not uniform, it was ripped. The luer hub was cut and residues of wire lumen were observed glued to the luer hub wall. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of "kink" condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported by the customer was confirmed since the wire lumen was received separated. The exact cause of the reported failure condition could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to the failure experienced by customer. Neither the DHR review nor the product analysis suggests that the failure is manufacturing related. Therefore no actions will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device or procedural factors and is not related to a product quality issue.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported, after having released the smart control stent, the tip of the delivery system has been torn off. The tip could be retrieved with help of the guide wire ("rosen"-wire, competitor product). Nothing was left in the vessel. No patient consequences reported. The age and gender of the patient is unknown. The target lesion location was the epigastric artery. The procedure was being performed for placement of an isb side branch device from cook. The vessel was described as kinked. The product was properly inspected and prepped and no anomalies were noted. A contralateral approach was used. There was no difficulty accessing the lesion with a "rosen"-wire. There was no difficulty tracking the stent delivery system over the wire to access the lesion. The sds was advanced through the lesion and the stent was successfully deployed at the lesion. When removing the catheter from the patient, there was some resistance felt. There was some excessive force used to pull the sds out over the wire. The tip of the sds remained on the wire when separated. There was no patient injury reported. They finished the procedure successfully with another stent.